Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that sensor ended with a replace sensor alert occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration. The probable cause was determined to be early sensor expiration. The reported event of a sensor ended with a replace sensor alert is reportable based on the finding of an early sensor expiration. The sensor was inserted into the arm on (B)(6) 2019 which is off-label usage of the device no injury or medical intervention was reported.